Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reverting to the settings mode when attempting to test his blood glucose. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 at around 6:00pm. The reporter informed the csr that the patient does not take any medication to manage his diabetes and claimed the patient continued to follow his usual diabetes management routine in response to the alleged meter issue. However, the reporter stated that 14 hours after the alleged issue started, the patient developed ¿hyperglycemia¿. The reporter claimed that on (B)(6) 2015 at 9:00am, the patient attended the urgent care clinic where he was treated with 3 units of novolog insulin. The reporter claimed a blood glucose test was performed on another device (unknown brand) on (B)(6) 2015 at 8:30am and a result of ¿295 mg/dl¿ was obtained. At the time of troubleshooting, the csr educated the reporter on the correct testing procedure and walked the reporter through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.